Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: opening observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left capsular contracture baker grade iii. Device was explanted.